Event description:
It was reported that pump displayed reset screen unexpectedly, and pump did not need to be plugged into power to turn back on; issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump, confirmed shipping details, instructed customer to place existing pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.